Manufacturer narrative:
Our investigation has shown that the security strap of the prosthesis was torn off close to the tracheal flange. No signs of air bubbles or cuts were found in the rupture area, which could cause a decreased tensile strength. No product fault could be detected. This kind of problem may happen if there is some kind of major obstruction in the esophagus. In that case we recommend, according to the manual, to dilate before insertion. Another possible reason is that the clinician tries to pull the prosthesis through the fistula, only using the security strap and guide wire, instead of using a non toothed hemostat for the placement as stated in the manual. To conclude, it seems that a too big force on the security strap has been used causing the rupture. No product fault can be detected. We have tried to obtain information on why the surgeon decided not to put in a new prosthesis instead of suturing the fistula, but have not been successful. The reason for this is still unclear. According to the complaint report the patient was unaffected afterwards.

Event description:
The security strap broke during the retrograde insertion of the voice prosthesis into the fistula. According to the complaint the ent surgeon states that he didn't pull out strongly using the guide-wire, and didn't use any lubricant that may cause the security strap to break. For reasons unknown, the surgeon decided not to put in a another prosthesis, which would be the first hand choice and instead sutured the fistula.